Event description:
Description of event according to article: patient b was identified between (B)(6) 2009 and (B)(6) 2011 for nonthrombotic symptoms attributable to her ivcf. Patient b underwent a ivcf placement for perioperative pe. Preoperative computed tomography (CT) scanning determined that the patient had an ivcf tilt of >15 degrees with device strut erosion through the vena cava wall at the time of retrieval. All filters placed at our institution were radiographically confirmed to be upright and below the renal veins at the time of deployment. Patient b presented with back pain. The patient was found to have device strut penetration into the vertebral spine body. Patient b underwent an initial attempt of endovascular device retrieval which failed and ultimately required open surgery for ivcf extraction. Patient outcome: patient had complete resolution of the presenting symptoms in the immediate postoperative period.

Manufacturer narrative:
(B)(4). Investigation is still in progress.